Event description:
User experiencing intermittent ise results for approximately 2 days, only the following example was provided: initial sodium result 228 mmol/l, potassium result 8.2 mmol/l. Same sample repeated gave result of 132 mmol/l for sodium and 4.7 mmol/l for potassium. The initial results were not reported. The field service representative was unable to determine a cause for the discrepancy.